Manufacturer narrative:
The technician found both head section casters were malfunctioning due to worn out wheels and the support was broken in three places. The technician replaced the right head brake caster and the caster support to repair the bed.

Event description:
Info received indicates the brake will set, but not hold.